Event description:
Sales consultant reported that a patient may be having an allergic reaction to a clavicle plate and/or cortex screws. It was reported that the patients wound is breaking down and there are other wound issues that may include inflammation which makes the surgeon believe that the patient may be experiencing an allergic reaction. Hardware was implanted on (B)(6) 2013. This report is on a 3.5mm cortex screw. This is 4 of 7 reports for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.